Event description:
It was reported that a spectrum infusion pump alarmed error 345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b3: event date, d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem "error 345" was not reproduced. A review of the event history log revealed ¿system error 345¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was an out of specification downstream thermistor and found damaged. The force sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.